Manufacturer narrative:
One device was returned for repair for complaint of problem regarding calibration and that the device was infusing too soon. This device has not been in for service in the review period. Review of event log history found multiple high alarms displayed: downstream occlusion. The reported problem was not duplicated. Accuracy tests found no problem with the fluid delivery of the pump. The cause of the delivery problem was unknown. Replaced the downstream occlusion (dso) sensor to fix customer reported problem regarding "calibration " and bring pump into full functionality. Device passed all functional tests after repairs.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was returned for calibration as it was infusing too soon. There was unknown patient involvement.